Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension and chlamydial infection. Concurrent conditions included uterine fibroid, haemorrhagic ovarian cyst and ovarian adhesion. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2004 to (B)(6) 2004 for birth control. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal distension ("enlarged stomach"). The patient was treated with surgery (to remove essure implant, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, vaginal discharge and weight increased outcome was unknown, the genital haemorrhage had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient was not able to remove laparoscopically because her uterus was to enlarged, so she had to have a bikini cut. Diagnostic results: (B)(6) 2013, specimen: uterus with multiple uterine fibroids and intact cervix . Gross pathological findings: the uterus was noted enlarged approximately 16 weeks in size bimanual examination. Laparoscopy and laparotomy revealed a markedly enlarged bulky uterus with multiple uterine fibroids . There was aa hemorrhagic cyst noted on the left ovary. Both ovaries were noted to be adhered to the uterus on the left greater than the right bilateral fallopian tube were of normal morphology. The reminder of the abdomen was without visible pathology. Final pathologic diagnosis: uterus, abdominal hysterectomy and bilateral salpingectomy: cervix, chronic cervicitis, squamous metaplasia and nabothian cyst. Endometrium, endometrial polyp. Non polypoid endometrium proliferative endometrium~ myometrium leiomyomata, intramural and subserosal, weight of uterus 650 grams. Fallopian tubes unremarkable. Gross description: the remaining cut surfaces of the nodules are whorled. The attached portions of fallopian tube each measure 1.5 cm. In length x 0.5 cm. In diameter and 2.5 cm. In length x 0.6 cm. In diameter. The separate nodules each measure 3.2 x 1.9 x 1.8 cm. And 6.5 x 6.5 x 4.5 cm. Sectioning of the separate nodules reveals tan, rubbery, whorled cut surfaces with no hemorrhage or necrosis identified grossly. On an unspecified date, transvaginal ultrasound (tvu), she said everything was good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event dysmenorrhea (cramping) was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased, abdominal distension were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("painful periods"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. . There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.